Event description:
It was reported to philips that the device's pads adapter cable is damaged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Additional information received indicated that the customer was asking about a field service notice and that there was no product malfunction.